Manufacturer narrative:
The hill-rom technician found the retaining rings were broken. The technician replaced the retaining rings to resolve the issue. Based on this information, no further action is required. The account did not provide any information regarding any treatment provided to the nurse. A fractured foot requires medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure.

Event description:
Hill-rom received a report from the account stating the wooden part of a footboard fell out of it's mounting and on to the foot of a nurse when it was removed from the bed. This resulted in a broken foot. . The bed was located at the account. (B)(4).